Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily pacing impedance trend data shows an abrupt increase and varying impedance over the range for ventricular pace bi impedance=551 to 1045 ohms peak between (B)(6) 2011. Ventricular nst (non-sustained tachycardia)=150 ms average v-cycle on (B)(6) 2011 09:43:55.

Event description:
It was reported that the patient presented to the emergency room with near syncopal episodes. Interrogation showed that the ventricular lead was oversensing. During invasive testing the lead was reset into the connector of the device and the set screw was tightened which resolved the oversensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.